Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was showing signs of fracture with low impedance and high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.